Manufacturer narrative:
H.6. Investigation: DHR was performed and the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue for the identified batch. The returned photos were reviewed and confirm the issue identified. It is possible that there may have been a technical issue with the infeed rollover pads during production. The infeed rollover pads were changed.

Event description:
It was reported. That before use of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% the packaging at the bottom of the device is damaged and pierced when opening the boxes. Foreign complaint the following information was provided by the initial reporter, translated from french to english: several syringes from ref 306752 are not sterile. The packaging at the bottom of the device is damaged and pierced when opening the boxes. 15 devices out of 29280 received today.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported. That before use of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% the packaging at the bottom of the device is damaged and pierced when opening the boxes. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: several syringes from ref 306752 are not sterile. The packaging at the bottom of the device is damaged and pierced when opening the boxes. 15 devices out of(B)(4) received today.